Event description:
It has been reported that the zero degree notch of the c-arm was not releasing. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the zero-degree notch of the c-arm was not releasing. No further information regarding the issue. No service has been performed by philips since the service quotation got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.